Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons and frozen display. The customer stated insulin pump died in december and she would like to get a loaner in the meantime. The customer stated tried to change infusion set and the insulin pump got stuck on the fill tubing screen. The customer stated was unable to see the time clock. The customer stated insulin pump screen was not completely blank. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer reported no alarms occurred during, or after, the buttons stopped responding. The customer stated screen was not blank after inserting new battery. The customer stated insulin pump did not alarm following new battery insertion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen, blank display, missing segment or button error alarm noted. Device time or clock moved. Device had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button.